Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was received operating in backup vvi due to a single parity error while in ship settings. A single software error experienced while in ship settings will cause a reset. The temperature at the devices location at the time of reset was below the minimum storage temperature. After reloading the product code, no issue with the device function was noted. No errors were experienced indicative of a device issue during the dlts tests. (B)(6).

Event description:
It was reported that the device exhibited backup operation in the box. The device was not used.